Event description:
A ventilator device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board needs to be replaced to address the issue.